Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a blinking cursor in the top left upon bootup. This happened while trying to archive a log file due to some troubleshooting after some network testing. The log archive could not be created. A manufacturer representative confirmed that the software was not responsive, and that the issue occurred before the software launch. The system could not finish booting. There was no patient present when this issue was identified. The manufacturer representative indicated that a part have been shipped back to medtronic.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Coding updated to reflect system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the component was not available for return. It was confirmed that the solid state drive was replaced.